Manufacturer narrative:
The customer reported complaint of "system error, out of service, revert to manual CPR" message was confirmed during autopulse platform powering on and archive data review. System error (latch error 132 - internal watchdog timeout) was observed. It was determined that the reported complaint was due to a defective processor board. To remedy the issue, the processor board was replaced. The ap platform was tested and passed all functional tests and it is ready for clinical use. During visual inspection, the ap platform top cover, battery compartment, the bottom and front enclosure were damaged. Slightly deformed battery cable and large number of small broken plastic pieces loose inside of the device. Also. The clutch was very sticky. These issues identified were due to wear and tear and were not related to the reported complaint. All damaged parts and deformed part identified were replaced, the small pieces were removed and the sticky clutch was deburred. The autopulse platform is a reusable device and was manufactured in june 2008. The device has been operating over 10 years and has exceeded its expected serviceable life of 5 years. The archive data review indicated system error message of (latch error 132 - internal watchdog timeout) were observed, thus confirming the reported complaint. The initial functional testing could not be performed due to system error message of (latch error 132 - internal watchdog timeout). Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for autopulse sn (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4))displayed "system error, out of service, revert to manual CPR", message. No patient involvement.